Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured, capsular contracture baker grade ii and recurrent breast ptosis". This report is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Rupture: observed an opening assessed as fold flaw opening and surgical damage, observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, non penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptured, capsular contracture baker grade ii and recurrent breast ptosis". This report is for the left side. The device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3.